Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the pump's black box showed one unexpected pump reboot event on (B)(6) 2016 and multiple pump reboot events associated with battery alarms on (B)(6) 2016. The battery compartment was cracked below the grip pad. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly. No power interruption occurred during the investigation. The pump¿s cover was removed and moisture corrosion was found on the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was reportedly no moisture or corrosion observed in the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.